Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes had the rubber stopper remain in the tube (stopper/shield separation). The following information was provided by the initial reporter: translated to english. The customer stated "the shield was only detached and the stopper stayed with the tube while using an opener."

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes had the rubber stopper remain in the tube (stopper/shield separation). The following information was provided by the initial reporter: translated to english. The customer stated "the shield was only detached and the stopper stayed with the tube while using an opener."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for detached shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap / shield detaching from the stopper.